Manufacturer narrative:
The event occurred in (B)(6). Affiliate provided the test strip use by date.

Event description:
Caller states patient tested 7.5 inr, 7.5 inr, and 7.1 inr on the coaguchek s system while a comparison lab returned as 3.5 inr. Patient was advised to omit two doses of warfarin. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).